Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the data showed 1 fast ventricular tachycardia (fvt) and 41 asystole episodes post implant. Technical services reviewed the faxed episodes and the fvt and asystole episodes looked like artifact. The caller measured the r waves real time at 0.2 mv and changed the sensitivity to 0.025 mv. These false episodes occurred with the shipped setting values. The device was later removed and replaced with an ICD. No patient complications were reported as a result of this event.